Manufacturer narrative:
Physio-control further reviewed the electronic patient record from the event and observed that the sync markers were placed correctly on the patient's ECG rhythm and that there was no indication of a device malfunction or a use error related to this event. Physio-control has provided the investigation results to the customer. The customer's device was not returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that after administering a 200 joule synchronous shock to their patient, the patient's ECG rhythm went from ventricular tachycardia to ventricular fibrillation. A second shock was then delivered to the patient which converted the patient's ECG rhythm.

Manufacturer narrative:
Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4). Section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no.

Event description:
The customer contacted physio-control to report that after administering a 200 joule synchronous shock to their patient, the patient's ECG rhythm went from ventricular tachycardia to ventricular fibrillation. A second shock was then delivered to the patient which converted the patient's ECG rhythm.

Manufacturer narrative:
(B)(4). The customer provided physio-control with the electronic patient record from the event. Physio reviewed the electronic record and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that after administering a 200 joule synchronous shock to their patient, the patient's ECG rhythm went from ventricular tachycardia to ventricular fibrillation. A second shock was then delivered to the patient which converted the patient's ECG rhythm.